Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of unknown. Customer¿s current blood glucose level was 139 mg/dl. The customer's other blood glucose level was 62 mg/dl at the time of call. Customer did not provide details regarding symptoms of their low blood glucose episodes. The customer treated with the food, gel and emergency medical services was dispatched. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was over delivering. Customer troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.